Event description:
This device was explanted because it would not interrogate and it was at eol. The last known outputs were set at 7.5.v at 1.0 ms for both the a & v. It was reported that it was unsure why the output was so high for the atrium since it showed capture at 0.5v at 1.0 ms.

Manufacturer narrative:
The analysis on this device is pending. (B)(4).

Event description:
This device was explanted because it would not interrogate and it was at eol. The last known outputs were set at 7.5.v @ 1.0 ms for both the a & v. It was reported that it was unsure why the output was so high for the atrium since it showed capture at 0.5v @ 1.0 ms.

Manufacturer narrative:
(B)(4) 2011.the analysis on this device is pending.